Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been performed, however not received to date: was the issue noticed during first activation? How was the case completed? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What is the lot number of the reservoir? To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent. Note: events reported via mw# 2210968-2020-04212, 2210968-2020-04213, 2210968-2020-04214.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2020 and a reservoir was used. During surgery, there was no vacuum/ suction in the reservoir. A new reservoir was opened and used. Was surgery delayed 10 minutes. The procedure successfully completed. There were not reported patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/19/2020. Corrected information: h6 patient code. The following information has been requested and the following was received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent was the issue noticed during first activation? Yes. How was the case completed? A new j-vac was opened and used. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? There was no report of complications or extended surgery time. What is the lot number of the reservoir? I will revert back to you when the customer sends through the information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).